Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead .

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome, chronic low back pain, radiculopathy, and spinal pain. It was stated that the patient reported a gradual change in the pattern of stimulation. Eventually they were unable to receive pain relief in their left lower extremity. It was unknown if there were any environmental factors associated with this event. It was reported that the patient ¿had been careful.¿ a thoracic spine x-ray was performed and showed evidence of bilateral lead migration with the right lead at the inferior end of t8 and the left lead at the inferior end of t10. This was discussed with the patient. The health care professional (hcp) planned to swap the system for an MRI compatible option however that planned surgery was not yet scheduled. The issue was not yet resolved at this time. The patient was alive with no injury. The event date was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.